Event description:
It was reported to boston scientific that during the esophagogastroduodenoscopy (egd) procedure, the injection gold probe bipolar catheter would not fire and no cautery occurred. The physician completed the procedure with another of the same device with no pt complications and the pt is "fine".